Manufacturer narrative:
The device history record was reviewed, it was identified that one piece was scraped; however, DHR showed the piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that after the isolation of the 4 pulmonary veins during the atrial fibrillation (afib) procedure, the physician performed the right ismuth line ablation with the same ez steer thermocool non nav 4mm in temperature control mode. The limit temperature was 47 °c. The power was 30 to 40 watts on right side. The power was 20 to 30 watts on left side. There was a hardware error 9 that occurred several times and the impedance was really high. The physician mentioned that turning off and on the ep - shuttle rf generator system - 100w, the impedance was really different whereas the catheter was positioned exactly at the same place. A steam pop occurred during the ablation and before the end of the procedure. The blood pressure of the patient dropped off. They figured out that a tamponade occurred. A pericardiocentesis was conducted. The physician stated that the ep - shuttle rf generator system - 100w didn't shut off appropriately at the maximum of 40 watts. Instead 50 watts was recorded by ep recording system.